Event description:
It was reported that the proximal filter was unable to be recaptured. A sentinel cerebral protection system was selected for a transcatheter aortic valve replacement (tavr) procedure. During removal of the device the proximal filter would not recapture into the sheath. The device was carefully removed with the filter open, along with the wire and sheath. No complications to the patient were noted.